Event description:
Reportedly, on (B)(6) 2016, patient came in emergency to the hospital because of loss of consciousness and fainting (leading to hematoma on the face). The ICD could not be interrogated on (B)(6) 2016 in inductive telemetry using two different programmers. The leds on the programming head were off. Therefore it could not be upgraded to new implant software version. A pit (patient initiated transmission) was successfully transferred on that day through remote monitoring system, showing treated vf episode (dated (B)(6) 2016). Preliminary analysis confirmed the reported event. Following livanova¿s recommendations, a recovery procedure was performed for this patient on (B)(6) 2017, resolving the inductive telemetry issue.

Manufacturer narrative:
Device code(s) updated.

Event description:
Reportedly, on (B)(6) 2016, patient came in emergency to the hospital because of loss of consciousness and fainting (leading to hematoma on the face). The ICD could not be interrogated on (B)(6) 2016 in inductive telemetry using two different programmers. The leds on the programming head were off. Therefore it could not be upgraded to new implant software version. A pit (patient initiated transmission) was successfully transferred on that day through remote monitoring system, showing treated vf episode (dated (B)(6) 2016). Preliminary analysis confirmed the reported event. Following livanova¿s recommendations, a recovery procedure was performed for this patient on (B)(6) 2017, resolving the inductive telemetry issue.